Event description:
As reported by the equinoxe shoulder study, approximately 2.5 years post initial left tsa, the patient experienced a disassociation of polyethylene. The patient reached out awkwardly with his left arm and felt "pop" and pain. Patient had a standard reverse revision and the event was resolved. Per clinical report, the reported event is not related to the device or to the procedure. No other information is available.

Manufacturer narrative:
D10: n/a ¿ 300-30-12 - equinoxe preserve stem 12mm, n/a ¿ 320-15-01 - equinoxe reverse glenoid plate, (B)(6) - 320-46-03 - 145-deg pe 46mm hum liner +2.5, (B)(6) - 320-06-46 - glenosphere 46mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01541. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The revision reported was likely due to humeral liner disassembly from the humeral tray as reported. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.